Event description:
An email was received regarding a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch generated a leak during patient use. It was stated in the report that the total parenteral nutrition (tpn) solution leaked at the prepierced y-site during infusion. There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
D9 - date returned to MFR 2apr2026 investigation summary received one (1) used. List #142560488, primary plum set for inspection. As received, no damage or anomalies noted. The set was leak tested and no leakage was observed. The reported complaint of leakage cannot be replicated or confirmed. A device history review could not be conducted because no lot number(s) was/were identified.